Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, and fold creases. A microscopic analysis was performed which identified: a sharp opening with non-penetrating nick near of the opening site, this condition was called surgical impact and sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on radius assessed as surgical impact. Sharp broken on posterior assessed as unidentified (tear) opening.

Event description:
Physician reported an intracapsular rupture of the left device and a capsular contracture (baker grade ii). The device was explanted.

Manufacturer narrative:
Phone number: (B)(6). Fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported an intracapsular rupture of the left device and a capsular contracture (baker grade ii). The device was explanted.